Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. The first clip was advanced into the anatomy. Due to anatomy of the patient's heart, the physicians needed to withdraw the clip back to the triclip steerable guide catheter (tsgc). While pulling back the clip to the tsgc (41206r1068), the clip detached from the delivery catheter shaft, and the clip remained on the lock line. The clip opened and inverted on its own. After multiple attempts to get the clip out, physicians were successful. Both, tsgc and the triclip delivery system (tcds) were removed from the patient. The physician opted to use a new tsgc to proceed. One clip was implanted without issue. A second clip was prepared and advanced into the anatomy. After multiple attempts to add a second clip next to the first implanted clip, the physicians decided that the procedure could not be continued due to problems with echo visibility and huge tethering of the septal leaflet. During removal of the tcds to tsgc from the patient, the clip detached from catheter shaft while entering the tip of tsgc. During removal of tsgc and tcds from the patient, the lock-line broke and the clip remained in the femoral vein. The patient had the clip surgically removed two days later.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. The first clip was advanced into the anatomy. Due to anatomy of the patient's heart, the physicians needed to withdraw the clip back to the triclip steerable guide catheter (tsgc). While pulling back the clip to the tsgc (41206r1068), the clip detached from the delivery catheter shaft, and the clip remained on the lock line. The clip opened and inverted on its own. After multiple attempts to get the clip out, physicians were successful. Both, tsgc and the triclip delivery system (tcds) were removed from the patient. The physician opted to use a new tsgc to proceed. One clip was implanted without issue. A second clip was prepared and advanced into the anatomy. After multiple attempts to add a second clip next to the first implanted clip, the physicians decided that the procedure could not be continued due to problems with echo visibility and huge tethering of the septal leaflet. During removal of the tcds to tsgc from the patient, the clip detached from catheter shaft while entering the tip of tsgc. During removal of tsgc and tcds from the patient, the lock-line broke and the clip remained in the femoral vein. The patient had the clip surgically removed two days later.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove (clip caught on guide). The reported premature deployment (clip detachment) and subsequent expulsion and lock line break appear to be due to the clip from the being caught on the guide tip. The reported poor image resolution was associated with echo visibility. The reported patient effect of embolism was to the premature activation. Embolism is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported surgical intervention was a result of case specific circumstance as the clip was surgically removed. There is no indication of a product issue with respect to manufacture, design, or labeling.